Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: as the battery life indicator did not go down and jump back up to a higher level, the battery jumps complaint was not confirmed. However, the battery did deplete faster than the pump¿s expected battery depletion. The cause of the accelerated battery depletion could not be determined as the device was not available for evaluation. Code 1383 removed and 2885 added. Code 2892 removed and 2885 added.

Manufacturer narrative:
Investigation codes 104 and 23 removed. Investigation codes 114 and 61 added. Investigation codes 104 and 23 removed. Investigation codes 114 and 61 added.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery gauge was fluctuating. After receiving low power alerts/alarm, pump shut off. Customer's blood glucose was within range (value not provided). Customer continued to use pump for insulin therapy.